Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is completed, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopic lower anterior resection, the device jaws locked up on mesentery tissue after knife blade deployment. The surgeon could not open the jaws. The instrument was removed from the tissue by placing clamps on either side of the jaws and dividing the tissue. Sutures were placed on the clamped pedicles. Prior to this, the case had reverted to an open procedure. They reported that it was made an open procedure because of the pt's morbid obesity and the difficulty that they incurred gaining appropriate laparoscopic access.